Manufacturer narrative:
Additional information received on (B)(6) 2021 indicated that the patient also experienced breast mass, on the left side. Patient experienced rupture on the right side and swollen lymph node. The right prosthesis was replaced with unknown implant on (B)(6) 2021. Per new information the procedure type was breast reconstruction revision. This report relates to the left prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on october 20, 2021: the product was returned to mentor for evaluation. Mentor conducted the visual inspection, microscopic test, and shell thickness. Visual analysis of the returned sample revealed that the smooth hpg, 800cc breast implant had a tear on the union between shell and patch. A microscopic examination was performed, and the cause of the tear could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. The evaluation determined that the cause of the rupture is the trauma experienced. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of the gel-filled mammary prosthesis. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture, injury. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast reconstruction primary procedure with a mentor memorygel, 800cc silicone breast prosthesis that ruptured after implantation. Rupture of the left breast prosthesis happened by the car accident. The rupture confirmed by mammogram and later confirmed by a physician. As a result, the patient underwent unilateral replacement with cat#: 3508004bc, sn#: (B)(4) on (B)(6) 2019. This report prior event to manufacturer report number: 1645337-2021-02211.